Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a 65-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d9. Evaluation: zoll medical corporation received new one-step CPR electrodes with the same lot number (lot# 3122g) in the original packaging unopened. The customer report of being unable to view ECG during pacing is normal operation. We were unable to obtain information on the customer setup as part of the investigation. During pacing, therapy is being delivered through thr pads which is why ECG leads are required to monitor patient ECG. Based on the information provided, the investigation is closed as no fault found. No trend is associated with reports of this type.